Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa k.g (oekg) there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. The user connected non-olympus tube to the instrument channel port, the tube couldn¿t be detached. Unexpected torque force was applied to the port for the user tried to detach the tube, then the reported phenomenon occurred.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the reprocessing of the subject device at the user facility, when the user took out the subject device from the drying cabinet, the instrument channel port of the subject device was detached and the detached port was stuck to the tube of the drying cabinet. The user stated that the connector the user used for the subject device to go into the drying cabinet was non-olympus product. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated.